Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("found them in bedded in the sides of my uterus"), device expulsion ("found them in bedded in the sides of my uterus") and postoperative abscess ("I developed an abscess from the surgery") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required) with abdominal pain, device expulsion (seriousness criteria hospitalisation and intervention required), postoperative abscess (seriousness criterion medically important), emotional distress ("emotional distress") and illness ("became very sick"). The patient was treated with surgery (salpingectomy and further hysterectomy). At the time of the report, the outcomes for embedded device, device expulsion, postoperative abscess and illness were unknown. The reporter considered device expulsion, embedded device, emotional distress, illness and postoperative abscess to be related to essure administration. The reporter commented: I had pain from about six months on after first receiving it and every year the pain got worse until it was finally removed in december of this year. My fallopian tubes were removed in (B)(6) 2021 and the pathology report revealed he sure was not in either tube. Further testing had to be done and they found them in bedded in the sides of my uterus. A full hysterectomy had to be done, and then I developed an abscess from the surgery and became very sick. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): revealed he sure was not in either tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('found them in bedded in the sides of my uterus'), device expulsion ('found them in bedded in the sides of my uterus') and postoperative abscess ('I developed an abscess from the surgery') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) with abdominal pain, device expulsion (seriousness criteria hospitalization and intervention required), postoperative abscess (seriousness criterion medically significant), emotional distress ("emotional distress") and illness ("became very sick"). The patient was treated with surgery (salpingectomy and further hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, device expulsion, postoperative abscess and illness outcome was unknown. The reporter considered device expulsion, embedded device, emotional distress, illness and postoperative abscess to be related to essure. The reporter commented: I had pain from about six months on after first receiving it and every year the pain got worse until it was finally removed in december of this year. My fallopian tubes were removed in (B)(6) 2021 and the pathology report revealed he sure was not in either tube. Further testing had to be done and they found them in bedded in the sides of my uterus. A full hysterectomy had to be done, and then I developed an abscess from the surgery and became very sick. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: revealed he sure was not in either tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.